Manufacturer narrative:
Product development investigation has been completed for part# 03.632.036, lot# 9959561. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The returned instrument was inspected and the complaint condition was able to be confirmed. The first two (2) distal threads of lot 6732453 were peeled apart but not broken off from the remaining threads while the first distal thread of lot 9959561 was visibly rolled and misshapen. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Replication of the complaint is not applicable as the complaint was visually confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history record (DHR) review was performed for part# 03.632.036, lot# 9959561: release to warehouse date: 25-april-2016, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the tips of two (2) holding sleeves -long for matrix are deformed and unthreading -but the tips are still attached. This was discovered upon routine inspection. No procedure or patient involvement. This is report 2 of 2 for complaint (B)(4).